Event description:
Data error alert 4 was reported, occurring post pump ship date. Customer's blood glucose level remained between 54-500 mg/dl (3.0-27.7 mmol/l), indicating no adverse impact. Technical support advised the caller that some history logs may have been erased, but therapy was unaffected; the customer agreed to continue using the pump for insulin therapy.